Event description:
Additional information received indicated the ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient stopped charging their implantable pulse generator (ipg) as recommended, making the ipg inoperable. Patient may undergo surgery to correct this issue. Patient is stable.